Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had air bubbles in their tubing. Customer stated the air bubbles were eight centimeter long in the tubing. The customer's blood glucose was 14.4 mmol/l. Customer was advised rewinding the insulin pump with the reservoir in place will create air bubbles. The customer was advised to program a five unit fixed prime until the air bubbles were no longer visible. A five unit fixed prime also showed there was no leaks on the insulin pump. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.